Event description:
It was reported that inappropriate atp therapy was noted on stored egms. The patient rhythm was atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.